Event description:
Paraplegic pt receiving thoracic spine x-rays. As table moved transversely, pt grabbed side of table top. Pt's third digit of left hand caught between table top and table base. Pt's left third distal phalanx fractured, not involving the joint. Fracture is nondisplaced.